Manufacturer narrative:
Continuation of d10: product ID a820 serial#: unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone, clonidine and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that they are having to hold the communicator over the pump for 10 minutes to get it to connect to the pump. The patient stated that the lady that comes out to fill the pump cleared it last time and it worked for a day or two and then it got a little faster, but now they can't hardly get a bolus. The patient¿s boluses were per day: 10. The patient stated they have missed so many shots because of this issue. On the call, the patient stated they are hurting so bad right now and they have a headache. The agent reviewed the information and walked the patient through clearing data on the handset and the patient then connected to the pump without issue.